Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11i03051, h11h09043, and h11g12106 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of infection at exit site and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced an infection at exit site. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6)2011, the patient was hospitalized for peritonitis. The nurse could not confirm the patient had peritonitis and stated the patient had several medical issues. The consumer reported the cause of the peritonitis was the infection that started at the exit site. The patient remained hospitalized and was not recovered. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not reported. The nurse declined to provide additional information.